Event description:
It was reported that during a meniscus procedure. When the probe was pulled out, one of the round grains at the tip of the electrode was missing, suggesting that this part had fallen off. Afterwards, the inside of the waste fluid bottle that had been sucked into the knee and shaver was x-rayed, but the x-ray did not show the material. It is possible that the part of the tip probe that fell off is inside the patient body.

Manufacturer narrative:
Alleged failure: the arthroscopic image showed what is like rounded grain. When the probe was pulled out, one of the round grains at the tip of the electrode was missing, the failure(s) identified in the investigation is consistent with the complaint record. The probable causes of this issue could include excessive force applied during the insertion or removal of the probe, insertion into an obstructed passageway, or any forceful impact to the tip of the probe with rigid objects. The probe is designed for mechanical displacement of tissue or bone, as well as for prying or scrubbing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during a meniscus procedure. When the probe was pulled out, one of the round grains at the tip of the electrode was missing, suggesting that this part had fallen off. Afterwards, the inside of the waste fluid bottle that had been sucked into the knee and shaver was x-rayed, but the x-ray did not show the material. It is possible that the part of the tip probe that fell off is inside the patient body.